Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced multiple hypoglycemic episodes while using the system, with a lowest continuous glucose monitor reading of 53 mg/dl, and described a pattern of overtreating lows with juice and glucose tablets while at work. Symptoms included shakiness and neuroglycopenic effects consistent with hypoglycemia. Outcomes included transient impairment that resolved after oral carbohydrate treatment and did not require emergency care or hospitalization. Investigation included review of the event narrative and user troubleshooting education focusing on appropriate hypoglycemia treatment and prevention. Investigation of this case revealed user-related overtreatment of hypoglycemia as the primary contributor, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to hypoglycemia management and not device performance.